Event description:
Caller reported a malfunction with the pump, which had been ongoing since (B)(6) 2025, with the battery shutting down due to low power, causing the malfunction. The customer's blood glucose level exceeded 500 mg/dl, displayed as "high". The customer attempted to troubleshoot the issue independently and sometimes used multiple daily injections (mdi) to manage insulin delivery, requiring no third-party assistance. Technical support decided to replace the pump and informed the customer about the shipment of a replacement pump with updated software and available training. The caller was instructed on how to handle the return of the problematic pump and acknowledged all instructions. Customer continued to use the pump for insulin therapy.